Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Pump had unexpected post-reset ram crc alarm after battery installation. The internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for 3 days with no unexpected post-reset ram crc alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump received a battery failed alarm. The customer¿s blood glucose level was 304 mg/dl. After troubleshooting the customer did not receive a battery failed alarm. The device will be returned for analysis.